Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the pump functioned normally, and the sensor session began successfully.